Event description:
The hcp reported the pt presented in 07/2004 with redness, drainage, and incisional wound opening of the device pocket. A culture of the device pocket was done and reported as no growth. The pt was treated with both IV and oral antibiotics and total device system explant. The pt experienced no drug withdrawal and their outcome is ongoing. The pt had risk factors of debilitated status and malnutrition and has a history of pancreatitis.